Event description:
Contact reports the distal tip of the two screwdrivers, both lot g1004, broke off in a screw head during revision surgery to remove a spinal plate. These are two of three screwdrivers whose tips broke during the procedure. As a result, two screws as well a portion of the plate could not be removed. The procedure was extended by more than 10 minutes. There were no adverse consequences to the pt. However, the surgeon commented that the pt could develop swallowing difficulty as a result of the presence of the plate and screw remnants. See medwatch report 1526439-2007-00296 for the third screwdriver that was involved in this event.

Manufacturer narrative:
Visual examination of the returned screwdrivers found breaks in the instruments' distal, fluted tips. The broken portions were not returned. The remaining flutes on the drivers were found to be twisted which is indicative of the application of excessive force during screw tightening. Hardness testing was performed and the instruments met hardness specification requirements. Review of the device history record for lot g1004 confirmed the lot met specification requirements when released to stock. Although the cause of tip breakage cannot be positively determined, the damage is indicative of the application of excessive force during screw tightening. At this time, the complaint is considered to be closed.